Event description:
Cautery tip broke during use.

Manufacturer narrative:
During a surgical procedure, the cautery tip broke. The tip was retrieved without injury to the pt. No additional intervention or treatment was indicated. The sample was not retained for eval. The issue was not confirmed and a root cause was not determined. The device is mfg by bovie medical. Bovie has been notified of this reported incident in order that they may conduct their own investigation.